Event description:
It has been reported to philips that the allura system did not boot up. The device was not in clinical use. No harm has been reported to philips. It was found that the control fuse in m cabinet was blown. The fse onsite replaced the mpd control unit and returned the system to working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the power issue with the main breaker to room was found tripped and control fuse in m cabinet was blown. Fse concluded that the mpd control unit is defective. Upon failure analysis of defective mpd control unit shows defective transformer overload between pin 1 and pin 2 and concluded the power supply is defective. Fse replaced the mpd control unit and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.